Manufacturer narrative:
Patient information not available for reporting. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient underwent a posterior cervical spinal fusion utilizing the synapse system on (B)(6) 2018. After the hex screwdriver shaft, the threaded holding sleeve for polyaxial screw, and the slip sleeve for threaded holding sleeve were assembled, surgeon attempted to tighten a screw with the assembled unit, but the unit did not fit the screw. Surgeon immediately stopped using the assembled unit. Surgery was completed successfully with no delay and no adverse consequence to the patient. Surgeon stated the issue may have been due to cross-threading on the tip of the holding sleeve. This report is for one (1) cross pinned hex screwdriver shaft. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D6, d7: device is an instrument and is not implanted/explanted. A device history record (DHR) review was performed for part no.: 03.614.039, lot no.: 7581837, supplier lot # 7581837: release to warehouse date: 28mar2014, supplier:(B)(4), no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. H3, h6: a product investigation was performed. Parts were sent to sustaining engineering department for evaluation at investigational site a functional test was done with two synapse screws (art. No. 04.614.232 / lot. No. 7355313 and art. No. 04.514.330 / lot. No. 5501355). After assembling the three returned instruments according to the synapse surgical technique guide, the screwdriver could be attached to both polyaxial screws without any problems. A secure connection could be achieved and also removing the screwdriver could be done without any problems. Conclusion: the returned instrument passed the functional test without any problems. Therefore, a functional issue can be excluded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 3 for complaint (B)(4).